Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The complaint issue is reported as the glue that connects the corrugated material to the nasal cannula disconnected while performing an in-service. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed on the lot number provided by the customer, and there were no issues found that could relate to the reported complaint. A representative sample from lot number 201523 was returned for evaluation. A visual exam was performed and no defects were observed. It was also noticed that the sample was labeled "not for human use". This product is for customer marketing review. Leak testing was performed on the returned sample, and it passed the test. No leaks were detected. Based on the investigation performed, the reported complaint could not be confirmed. The actual sample was not returned for evaluation. The returned sample was a representative sample. In the current manufacturing procedure, 100% leak testing after assembly is conducted; therefore, any defects would be detected prior to release from the manufacturing facility. Several actions have been taken to improve the bonding between the tubing and white adaptor pieces. Validation will be conducted to improve the assembly process.

Event description:
The complaint issue is reported as the glue that connects the corrugated material to the nasal cannula disconnected while performing an in-service.no patient injury reported.